Event description:
It was reported that there were two stored atrial tachy response (atr) episodes on this cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of noise on the right atrial (ra) lead and right ventricular (rv) lead shock channels. Technical services (ts) examined device episode data and suggested that this may be due to electromagnetic interference (emi), but the source of the emi was undetermined. Reprogramming was advised as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d system remains in service. The ra lead was a non-boston scientific product.